Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional and delivery testing: this showed no issues could be confirmed.

Event description:
Information was received that device should infuse at 50ml/hour or 1200ml per day. This morning the pump said it infused 759ml but the caregiver said the bag was almost full. Patient given a new pump. No patient injury.